Manufacturer narrative:
Correction: this initial MDR submitted in accordance with remediation (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: this initial MDR submitted in accordance with remediation (B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). Multiple follow up attempts have been made for information about the system and related components. No parts have been returned neither has the site responded to attempts for more information about a resolution. If additional information comes in a follow up will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was not communicating with the axiem module. No patient was present at the time of the event.